Manufacturer narrative:
As a result discrepancy was alleged, an investigation into the alleged kit was performed to rule out any reagent kit contribution to the allegation. No product problem that confirmed the customer's allegation of unexpected negative was observed. It is likely that a lod titer is being generated which is why the sars cov-2 assay on the 6800 platform generated a negative result while the two other platforms generated positive results upon retest. Differences in in technologies between the platforms must be taken into account and that these systems cannot be compared one to one _____ (B)(4).

Manufacturer narrative:
There is no indication of harm or injury , an investigation is currently ongoing. We will be submitting a supplemental upon completion of the investigation. The facility name was truncated due to character limit: (B)(6) hosp. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged generating of false negative results with cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 system lot g29320 exp. (B)(6) 2021 when compared to two other methods. The patient sample was collected using a nasopharyngeal and a throat swab, with 3 ml vtm, and flock swab. Sample was stored at -20c room temperature in between testing then transferred in ice box to roche customer. The sample was equilibrated to room temperature prior to transfer into a cobas omni secondary tube. The first run was performed using method 1. The sample from the same draw was tested using method 1, method 2, and the cobas 6800/8800 system method 1: alleplex (see gene): equivocal results (e gene CT = 33.87, r gene negative, n gene CT = 36.33) then the sample was aliquoted into 2 tubes and transport to 2 different sites. Method 2: inhouse method from nih thailand: detected (r1 gene CT = 33.42, r2 gene CT = 32.42, n1 gene = 29.63, n2 gene CT = 32.01) both gene are specific to sars-cov-2 the cobas 6800/8800 generated a negative result, the customer performed maintenance and run according to the IFU, and no significant deviations from IFU were found. There is no indication of harm or injury. It was noted that the patient was placed in quarantine. No further details were provided an investigation is currently ongoing.